Manufacturer narrative:
During preventative maintenance (pm) on (B)(6) 2023, the autopulse platform sn (B)(6) failed the functional run-in test due to a user advisory (ua) 17 (motor on for too long during active operation) error message. The root cause of the (ua) 17 was a failed drivetrain motor, likely due to wear and tear, or a component failure. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The autopulse platform passed the initial functional test without any fault or error. However, during run-in testing, the autopulse platform stopped compression and displayed a (ua) 17 error. The failed drivetrain motor needs to be replaced to remedy the fault. Service was not performed, as the customer declined the repair. The autopulse platform will be returned to the customer unrepaired and clearly labeled "not for human use". Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During preventative maintenance (pm) on (B)(6) 2023, the autopulse platform sn (B)(6) displayed user advisory (ua) 17 (max motor on-time exceeded during active operation) during the functional run-in test. No patient involvement.

Manufacturer narrative:
**UDI related data quality updates only.**